Event description:
It was reported that the t: slim x2 pump battery would not charge, despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump would be sent once the warranty date was corrected, and instructions were provided for returning the malfunctioning pump. The customer acknowledged and understood the steps required for the replacement process.